Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.' Initial reporter phone number: +011(049)696109200

Event description:
It was reported that faradrive steerable sheath clear selected for use. During preparation, it was observed that the air drawn into faradrive sheath. It wasn't possible to evacuate the sheath. Therefore, procedure was completed successfully by using new faradrive (different device, same model). No patient complication was reported. The device is expected to return furthermore, no abnormalities noted during preparation or use of the sheath. Irrigation was performed using a intellagen pump. Bubble was observed in aspiration syringe. No air seen in patient. Farawave was not introduced. Only air was leak.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported that faradrive steerable sheath clear selected for use. During preparation, it was observed that the air drawn into faradrive sheath. It wasn't possible to evacuate the sheath. Therefore, procedure was completed successfully by using new faradrive (different device, same model). No patient complication was reported. The device is expected to return. It was further reported that no abnormalities were noted during preparation or use of the sheath. Irrigation was performed using a non-boston scientific pump. Bubble was observed in aspiration syringe. No air was seen in patient. Farawave was not introduced. Only air was leak.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported that faradrive steerable sheath clear selected for use. During preparation, it was observed that the air drawn into faradrive sheath. It wasn't possible to evacuate the sheath. Therefore, procedure was completed successfully by using new faradrive (different device, same model). No patient complication was reported. The device is expected to return.